Event description:
Device was deployed with the pull tabs still in place on the battery.

Manufacturer narrative:
(B)(4). Customer reported that they had deployed the device with the battery pull tabs still in place. Method: based on the customer's description of the event. Conclusion: user had not installed the device properly.